Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under her breasts. The area was reported to be a yeast infection and described as broken open, raw and smelly. The patient reported using a powder and cream on the irritation. During a follow up, the patient reported that the irritation was better. The patient reported that she used nystatin cream that was prescribed by her doctor and the irritation improved.